Manufacturer narrative:
Lumenis investigated the reported event contacting the foreign distributor to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. Based on information received from the distributor in incident form no permanent impermanent is expected. Distributor reported that disposable tips is suspected to be the contributory causes of the reported event. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate based on common medical practice, device labeling, and device training for the reported patient skin type. Furthermore, the expert concluded:"pictures from patient display superficial partial burns (not the size of the tip but limited to either a line or a dot). As mentioned in the reports by the treatment site, none have led to permanent impairment." The suspected cause of the reported events to be disposable tips. Lumenis is currently investigating the reported event. Based on the information provided, it is uncertain if the malfunction would likely lead to serious injury should it recur, and in an abundance of caution lumenis has chosen to report this event as a malfunction until determination can be made. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign distributor reported that one (1) patient sustained a superficial burns to an legs anatomical area following treatment with a lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.